Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 56mm abdominal aortic aneurysm. The proximal neck was 23mm in diameter, 30mm in length with a 30 degree angulation. It was reported that an angiogram was performed approximately 4.5 years post index procedure in which a type ia endoleak was observed along the left edge of the stent with a gap between the renal arteries and the beginning of the bifurcated abdominal stent. It was reported that approximately one month later the physician implanted a 32mm endurant ii aortic cuff which resolved the type ia endoleak. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received on this case reported that it was noted that the cause of the endoleak is due to an inadequate sealing of the left edge of the stent, resulting in a gap between the renal arteries and the beginning of the bifurcated abdominal stent. If information is provided in the future, a supplemental report will be issued.